Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, the reported problem of no image was not confirmed. In addition, the camera head connector failed a leak test, the switch #2 button was worn, and the label on the rear cover was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
A customer reported no image on the 4k autoclavable camera head when preparing the device for use. There were no reports of patient harm.